Event description:
A customer from the united states notified biomérieux of false positive cefoxitin screen results for staphylococcus aureus when testing with the vitek® 2 ast-gp75 test kit. Two patient isolates tested cefoxitin screen positive on the first run. Both isolates were cefoxitin screen negative upon retesting with the same lot. The strains were also tested with microscan, and the results were susceptible. Strain (B)(6) source is a patient thumb sample, and strain (B)(6) source is a patient leg wound sample. The strains are not available to be submitted for evaluation. The customer reported that there was no patient injury or harm due to the discrepant result. There was no incorrect treatment given. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed for customer notification of false positive cefoxitin screen results for staphylococcus aureus when testing with the vitek® 2 ast-gp75 test kit. The customer strains were not available to be submitted for evaluation. A review of the raw materials, in-process materials, and the manufacturing processes did not show any lot specific factor that could cause an increase false positives. There is no evidence of an instrument performance or maintenance issue, product stability, nor a measurement or standardization issue. Although the software version 8.01 increases the reading time and theoretically could increase the false positive rate, studies show the rate is well within performance requirements. It should also be noted that a certain degree of organism variability can lead to false positive cefoxitin screen results. These deviations are captured in the performance characteristics of the cefoxitin screen test. A review of the test method identified risks for contamination associated with ancillary components used in the test method that can cause false positives and was shown to be the case in previous investigations. The 8.01 cefoxitin screen analysis modification may heighten the impact of contamination. Finally, a heightened awareness in the field due to multiple field communications involving 8.01 and cefoxitin screen testing , may have resulted in an increased rate of complaints even if the overall false resistance rate was the same. The complaint rate will continue to be monitored and any adverse trend will be investigated. In addition to the testing done by biomérieux investigators, it should be noted that to this point, no customer isolate submittals have generated the same initial false positive oxsf result. Furthermore, the false positive results are not replicated at either biomérieux or at the customer sites. Gcs (global customer service) info 4040, good vitek®2 testing practices was published 25sep2018 in order to assist lcs (local customer service) with customer troubleshooting.